Event description:
Customer reported that the pt returned 2 days following device implantation. Device was reported as "falling apart". Pt was returned to surgery, device excised and replaced. Pt is reported as doing well.